Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and was hospitalized on two different occasions. On (B)(6) 2018 at 3:30 pm, the customer tested her blood glucose and received a result of 575 mg/dl on her aviva combo system. The caller stated she took a bolus through the pump, but does not remember how much. At 5:30 pm, her aviva combo meter read hi mg/dl (which on the system indicates a result in excess of 600 mg/dl). The patient administered more insulin via her infusion device, but does not remember how much. She tested at 7:48 pm on her aviva combo meter and got another reading of hi mg/dl. The patient experienced elevated blood glucose symptoms of feeling tired and weak. Caller stated that her husband then drove her to the hospital. She arrived to the hospital within 20 minutes and received a lab result of 725 mg/dl. At the hospital the patient was treated with insulin via an IV. The type of insulin and amount given was not provided. The patient was not admitted into the hospital and received her treatment in the ER. Her blood sugar was monitored over the next 4 hours and received readings of 486 mg/dl, 375 mg/dl, and 289 mg/dl on the hospital's meter. She was released from the ER around 12:44 am with a blood sugar reading of 289 mg/dl. The patient was feeling fine at time of release. On (B)(6) 2018 the caller stated that she had a scheduled colonoscopy on this day, so she was already at the hospital and getting prepped for the procedure. The patient received a blood glucose result of 493 mg/dl at 7:39 am on her aviva combo system. The caller stated she took a bolus through the pump, but does not remember how much. She checked her blood glucose again at 9:40 am and got a result of 317 mg/dl on her aviva combo. The caller does not know if she took another bolus through her pump at this time. The patient experienced elevated blood glucose symptoms of feeling tired and weak. The patient was advised due to elevated blood glucose, they would not perform the colonoscopy and she was taken to the ER. The caller states she was physically able to self-treat. She arrived at the ER around 11:16 am and got a result of 280 mg/dl on the hospital's meter. At the hospital the patient was treated with insulin via an IV. They type of insulin and amount given was not provided. The patient was not admitted into the hospital. The patient was monitored in the ER over the next 8 hours regularly. She does not recall the readings taken while in the ER. The patient was released from the ER around 7:06 pm and her blood sugar was 218 mg/dl on the hospital meter. She was feeling fine at time of release. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The pump's history could not be reviewed as the oldest data were overwritten due to an overflow of the ring buffer. Since the pump's database can store only 9297 records, the available history data only started with (B)(6) 2018. Therefore the mentioned occurrence dates of (B)(6) 2018 could not be reviewed.